Event description:
The customer reported the device provides inaccurate spo2 values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device provides inaccurate spo2 values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The unit was able to power on and off using battery power. When powered on, the unit alarmed with an "err 02" message indicating an mx communication error. Due to the communication error, further testing was unable to be performed.